Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2006--pt underwent surgery to repair an umbilical hernia. At that time a medium circle bard ventralex hernia patch, lot 43gpd397, was implanted to repair the defect. In 2009 -- the pt presented to her physician with complaints of chronic abdominal pain. Two days later -- the pt had a CT scan performed. When the pt's physician reviewed the CT scan, he noted that he thought the edge of the mesh was rolled up and that the pt was likely experiencing the chronic pain because of this. The pt's physician recommended surgical exploration and removal of the mesh. The following month -- the pt had the ventralex hernia patch removed. A kugel patch was then implanted to repair the pt's hernia. The pt has suffered and will continue to suffer physical pain and mental anguish. There is no report of any defect , product failure or pt injury related to the implanted kugel mesh patch crp seven months later.